Event description:
It was reported that the ilet user applied a new freestyle libre 3 plus sensor and experienced an interruption in automated insulin dosing because the sensor had been disconnected for a prolonged period, after which the system entered sensor warmup with dosing paused until the first glucose reading. No reported adverse clinical effects. Outcomes included temporary suspension of insulin delivery with anticipated resumption upon receipt of the initial glucose value after warmup. Investigation included customer counseling and troubleshooting to verify sensor warmup status and confirm expected dosing behavior upon reconnection. Investigation of this case revealed normal device behavior consistent with control logic that pauses dosing when no cgm data are available and resumes dosing once valid sensor data are received. It was concluded, based on previously established findings for similar reports, that the cause was user-related conditions of cgm disconnection leading to intended safety behavior of the system.